Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"Some of my teeth still have gaps and they are being pulled weird"" tooth #10 was evaluated for tipping and tipping was confirmed in case (B)(4) on (B)(6) 2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.